Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s device pocket was too close to her rib cage and the implantable neurostimulator (ins) would ride over her ribs when she sat down. The doctor performed a revision to lower the location of the ins away from her rib cage. The issue was resolved and the patient was alive with no injury.